Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred while the customer was in a cool movie theater wearing the pump in pocket. The customer was unable to clear the alarm and resume pump therapy. The customer's blood glucose was 184 mg/dl.. Customer stated that manual injections would continue to be used for insulin therapy.